Event description:
It was reported that a large volume infusor over-infused; the infusion finished 12 hours earlier than the expected 46 hours. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.